Manufacturer narrative:
D4: device UDI: (B)(4). Investigation is ongoing.

Event description:
A field clinical specialist reported that approximately three years and six months after a successful transfemoral transcatheter aortic valve replacement procedure with a 23 mm sapien 3 ultra valve, the patient presented with a gradient of 100 mmhg. To our knowledge, the patient has not yet been treated; however, an intervention is planned for this week. No additional information is available at this time.